Manufacturer narrative:
The device was not returned for evaluation. Based on the limited info provided, the root cause of the reported incident could not be determined. There is no evidence to suggest that the mynx device did not perform as intended as immediate hemostasis was achieved. Hematomas are known complications of catheterization procedures, regardless of closure device use. They also occur with manual compression.

Event description:
A female pt underwent a percutaneous endovascular intervention in 2008. Initial arterial access was gained and a 6 french procedural sheath was placed in the right common femoral artery (cfa) with difficulty due to atherosclerotic plaque. After initial sheath placement, the operator performed a sheath exchange and placed a longer (23cm) 6 fr sheath. The complex angioplasty was performed with 5,000 units of heparin administered. At the end of the intervention, a mynx vascular closure device was used to achieve femoral artery hemostasis. Immediate hemostasis was successful and the pt was discharged without incident, per hospital protocol. Approximately 12 hours post discharge, the patient presented to the hospital emergency department due to right groin pain, ecchymosis and what appeared to be a hematoma at the access site. The patient was transfused with blood products with little improvement, and subsequently underwent surgical exploration of the right groin. A hematoma was evacuated and an active bleed originating from a 1 mm arteriotomy was noted. It was not reported if the repair was to the original access site or to an additional puncture in the artery. The arteriotomy was closed using a 4-0 prolene suture. The patient tolerated the procedure well. No further info was reported.